Event description:
The pt called lifescan and alleged that her meter was powering off during use. The issue was not resolved with troubleshooting. The pt stated that the meter was not new, but the battery was less than 1 yr old. The battery was correctly installed and the battery contacts were in good condition. She had something to eat and drink after testing her blood sugar. She did not receive any medical attention, nor did she allege any injury or harm. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of a serious injury. A replacement meter is being sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.